Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient. It was reported that the patient was experiencing a loss of therapeutic effect from their implantable neurostimulator (ins). On (B)(6) 2013, the patient stated that they had increased stimulation to the maximum allowed on the patient programmer, which was 2.95v. It was reported that with each increase the patient had received greater benefit, but overall their level of benefit had decreased. The patient stated that they still don¿t use the ins at night, but that they turn it on in the morning once their pain level reaches a 3 or 4. It was noted that the patient has had to take the occasional vicodin, though not routinely. The hcp stated that the patient felt they were getting 40-50% improvement in their pain, but hoped to get back to their prior level of pain control. The patient¿s ins was interrogated and showed appropriate lead impedances within normal range. The hcp reprogrammed the device to a setting of 3.0v and with a range from 0-4.95v. It was further reported that the patient¿s system was removed. It was unknown when the explant took place. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.